Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. Intracardiac echocardiogram (ice) was utilized alongside a versacross fixed for transseptal puncture (tsp). The ice catheter and versacross wire were positioned in the right atrium. A watchman fxd curve access system (was) was inserted. Tsp was performed and the versacross wire was quickly advanced into the mid-left atrium (la). Heparin 12,000 units was administered. As the physician was preparing to dilate the atrial septum with the was sheath, prior to advancing the ice catheter into the la, a large, mobile echogenic density appeared connected to the was on the area where the dilator extended out of the was sheath. The patient's activated clotting time remained supra-therapeutic at 376 seconds. Mechanical aspiration and thrombectomy was successfully performed using a non-boston scientific mechanical thrombectomy device. The procedure was aborted, and the patient was discharged later that day without neurological deficits or any further complications. The physician suspected that the thrombus had been dragged by the was from the inferior vena cava as the clot appeared older. The physician also suspected the patient to have an underlying hyper-coagulable condition. The patient reported that prior to the procedure, they were taking their dual oral anticoagulation medication 3-4 times per week (as opposed to the instructed daily use) to save money.